Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, three fluid loss alarms occured. The physician added a second tenaculum and a 4x4 after the first and second alarms. The system performed as intended and entered cool down after the third fluid loss alarm. However, the physician inadvertently removed the sheath before the cool down phase ws completed. A small, second degree burn was noted to the patient's cervix. In addition, in an event unrelated to the hta procedure, the patient had difficulty waking from the anesthesia and was transported to the hospital where she stayed overnight. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.